Event description:
On september 30th 2022, senseonics was made aware of an adverse event where user experienced hypoglycemia due to inaccuracies in sensor readings and the system did not alert the user.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the investigation analysis, a predictive low glucose alert was asserted at 3:30 pm est on (B)(6) 2022 to warn the user of the hypo. A fingerstick measurement of 54 mg/dl was entered at 3:43 pm est on (B)(6) 2022 and at same time the system was displaying a sensor reading of 98 mg/dl. Since the glucose trend was displaying a downward trend, the system caught up to the fingerstick measurement in 2-4 readings. This sensor behavior observed at the time, demonstrated the inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration (capillary) entry after 3-4 sensor readings. The hypo alert was asserted at 3:55 pm est, when the sensor reading was 58 mg/dl. Following the event, the system displayed better agreement between the sensor readings and the fingerstick measurements. There was no malfunction of the system as the system alerted the user prior to the event. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.